Event description:
During an ep procedure the biosense webster thermocool smarttouch ablation catheter failed and the catheter stopped reading the temperature, the catheter was repalced w/o incident. No patient harm.